Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch with some noise present on the electrocardiogram. The impedances for this lead are typically 800 ohms and the daily measurements show a week where the impedances dropped suddenly to 200 ohms. The patient experienced no adverse effects as a result, and the lead remains implanted.

Manufacturer narrative:
Boston scientific technical services was contacted and suggested that it could be a lead insulation issue. More measurements were taken and at that time, the impedances were back within normal range. The lead will remain implanted and monitored at future visits.

Manufacturer narrative:
--

Event description:
Additional information became available that this lead continued to have noise, and impedance issues, however now the lead is exhibiting threshold issues as well. Some programming options were attempted to alleviate all issues, however the patient could feel muscle stimulation at the pocket site. The patient has reported no symptoms at this time and the lead remains implanted.